Event description:
It was reported that the cannula did not go into skin within the last month on (b)(6) 2026 which led to high BG and the patient was treated with correction injection via MDI.

Manufacturer narrative:
Initial 1 of 2.E1: Name: (b)(6).Country: United States of America.Street: (b)(6).City: (b)(6).State: (b)(6).Zip Code: (b)(6).Based on the available information, this event is deemed to be a serious injury.Request was performed for additional information including lot number; however, lot number was not provided.A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545.Manufacturing Site: 3003442380.